Manufacturer narrative:
Follow-up #1 ¿ (07/18/2014) - device evaluation.the lay user/patient¿s mete has been returned on 07/14/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display.the lcd was broken with exposed black marks. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that his onetouch ping meter had black marks on the display. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that he became aware of the display issue on (B)(6) 2014 at approximately 10am. The patient is on insulin pump therapy and adjusts his bolus doses based on a combination of carbohydrate intake and his blood glucose results. The patient claimed due to the display issue, he was unable to test his blood glucose because he did not have a backup meter and subsequently guessed on bolus doses. The patient stated that on (B)(6) 2014 at 2:00pm he developed symptoms of feelings ¿dizzy, disoriented, blurred vision and slurred speech¿; symptoms he associated with a low blood glucose. The patient reported that he treated himself with food and/or drink in response to the symptoms and confirmed feeling better afterwards. During the follow-up call, the patient informed the mss that he felt onset of symptoms was as a result of an ¿over correction¿ due to not being able to test his blood glucose and guessing amount of insulin to take. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse to the product. The alleged meter display issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.